Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device became a black screen and/or noisy image during the unspecified procedure when the bending section was angulated. The user kept to use the subject device and completed the procedure. The user also said that there were no image failure when the bending section was straight. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc could found and identified that the image of the subject device became a black screen and/or noisy image when the bending section was angulated. Also it was found the failures of the subject device such as the crack of the bending section cover glue, the damage and hard wear on the bending section cover and the frayed wire mesh of the bending section. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the reported phenomenon occurred when the bending section was angulated, omsc disassembled the subject device and checked, then it was found the tear of the cover of the imaging cable at the bending section during the evaluation. Omsc surmised that the reported phenomenon might be occurred due to the electrical short between the core wire of the imaging cable and the tube of the bending section due to the exposed the core wire by the tear of the cover of the imaging cable. The tear of the cover of the imaging cable might be attributed to the angulation with the contact of the subject device to the trocar. If additional information becomes available, this report will be supplemented.